Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, lymphadenopathy and capsular contracture grade IV.

Event description:
Patient reported left side "capsular contracture" baker grade IV with deformity, "pain, cysts", "rupture", "psychologically shaken by the situation", "mentioned recall". Also reported "an anechoic liquid or seroma", "folds", "axillary regions presenting lymph nodes with usual appearance, measuring 1.1cm on the left in the least axis", "microcysts", "small spongiform cyst" via ultrasound report. The event of "discrete and focal densification of adipose tissue in the lateral quadrants of the left breast, which may be related to steatonecrosis" is not device related. Device remains implanted.